Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found.

Event description:
It was reported that there was a warning message about the left ventricular capture management (lvcm) threshold. The technical consultant stated the lvcm is programmed off. No patient complications were reported as a result of this event.